Event description:
Poly wear - series 2 poly exchange and head ball exchange.

Manufacturer narrative:
Device and complaint history review was not performed as the lot ID is unknown. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. A medical review was not performed because insufficient information was provided. The exact cause of the event could not be determined because insufficient information was received. Further information such as device return, x-rays and patient medical records would be helpful in investigating this event further. The reported event regarding involving wear of a omnifit liner was not confirmed.

Event description:
Poly wear - series 2 poly exchange and head ball exchange.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).